Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he is not able to read up close and the vision is distorted. Additional information was provided by the consumer, who reported that he has also experienced severe sensitivity to light, waxy figures, and blurry blind spots. He has to use glasses with one of the lenses popped out to struggle to read, and also needs massive amounts of bright light to read. He is having distorted vision. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the right eye.

Manufacturer narrative:
Corrected information was provided in implant date. Additional information was provided in age/date of birth., outcomes attributed to adverse events, describe event or problem, relevant tests/lab data, other relevant history, explant date, initial reporter also sent report to FDA?. And report source. (B)(4).

Event description:
Additional information was provided by the consumer, who reported that the iol was exchanged for the same model. The consumer also reported that following an intraocular lens (iol) exchange in the right eye, there was a problem with the new lens. Now after having both eyes done, I still cannot see and I am having problems. Additional information was provided on via government agency medwatch form, that the consumer reported that he had the right eye done twice and now has problems with the right eye as well. This is affecting his quality of life. The consumer stated "I can't even enjoy looking at my beautiful face, it is blurry". The lens is defective.

Manufacturer narrative:
(B)(4).